Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance, no capture and confirmed fracture were noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.